Event description:
Report of alleged "pt injured while using a crow river lift." User was trying to unfold the platform of the lift, when it allegedly deployed rapidly & struck her in the head. User received five stitches.